Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.

Event description:
During an atrial fibrillation procedure, a communication issue occurred causing a procedure delay. The metal status of the se sensor on both catheters kept flashing red and the auto lesions would disappear during ablation. Although the tacticath was replaced, it was thought that the ensite was communicating incorrectly with the amplifier. The procedure was completed with no consequences to the patient, however the procedure was delayed by approximately an hour.